Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh, prolene suture, pds suture or mersilene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: annals of plastic surgery. 2013; 71: 476 480. Doi: 10.1097/sap.0b013e318255a293 (B)(4).

Event description:
It was reported via journal article: "title: donor-site morbidity after pedicled tram breast reconstruction a comparison of two different types of mesh" authors: mille sværdborg, md; tine engberg damsgaard, md, phd citation: annals of plastic surgery. 2013; 71: 476 480. Doi: 10.1097/sap.0b013e318255a293. Many different approaches have been used to minimize the risk of bulge or hernia formation when using autologous abdominal tissue for breast reconstruction. Studies have shown that further reinforcement of the abdominal wall using a mesh may decrease the complication rate. The study consisted of 40 patients having unilateral breast reconstruction with the pedicled transverse rectus abdominus musculocutaneous flap. The defect in the abdominal fascia was closed primarily and further reinforced using a prolene mesh (ethicon) in 20 patients (age range: 30.4 to 71.4 years; bmi: 18 to 29) or using a self-fixating parietex progrip mesh in 20 patients (age range: 34.4 to 66.2 years; bmi: 21 to 37). During the surgical procedure in both groups, the donor-site was closed primarily, using the remaining edges of the anterior rectus fascia and part of the subsiding fascia from the external and internal oblique muscle laterally and the midline fascia medially, with a running pds 0 loop suture (ethicon). In the prolene group, the abdominal wall was subsequently reinforced using the prolene mesh (ethicon). The prolene mesh (ethicon) was fixed using a mersilene 2-0 non-absorbable single suture (ethicon) in 2 rows. Finally, a continuous prolene 2-0 running suture (ethicon) was placed along the borders of the mesh. In the progrip group, reported complications included necrosis at the umbilical region (n-1) which required surgery, necrosis at the abdominal region (n-3) which required surgery, seroma (n-2) which required aspiration, developed bulging (n-11) which required correcting procedures, feeling of tightness across the abdomen (n-5), decreased sensibility at the donor site (n-5), and intermittent pricking sensation (n-2). In the prolene group, reported complications included hematoma (n-1) which required intervention, infection (n-2) which required antibiotic treatment, necrosis at the umbilical region (n-2) which required surgery, necrosis at the abdominal region (n-1) which required surgery, seroma (n-5) which required aspiration, developed bulging (n-2) which required correcting procedures, feeling of tightness across the abdomen (n-11), intermittent pain in the area of the mesh (n-3), feeling of decreased abdominal wall strength (without influence on daily or physical activities; n-3), area of hardness at the site of the mesh (n-2), intermittent pressing sensation at the site of the mesh (n-1), intermittent muscle cramps at the area of the mesh (n-1), pain at the location of the mesh (n-1) which required re-operation, and decreased sensibility at the donor site (n-6). The authors concluded that the self-gripping properties of the parietex progrip mesh are not sufficient in withstanding the abdominal wall tension at the donor site after transverse rectus abdominus musculocutaneous-flap harvest and do not recommend using the parietex progrip mesh without fixating sutures for this procedure.